Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific value was not provided, and cause for the high bg was unknown. A bolus was delivered to address bg level.